Event description:
The patient experienced a loss of therapeutic effect after going through airport security. He indicated that he only gets stimulation coverage in his back when he is lying down. When he stood up he would get an overstimulation sensation unless he turned it down at which time he would get stimulation only in his feet. This all started to occur about a month ago. Further information was requested.

Manufacturer narrative:
(B)(4).